Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the entire system was explanted. All of the patient's symptoms have resolved since explant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had an infection at the ipg pocket. Ipg pocket was cleaned and the battery pack was re implanted. Postoperatively, the patient was treated with antibiotic therapy. The physician is in the process of testing the patient for allergies.